Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the second procedure? What tissue was the stratafix plus used on (fascia?) ? Can you provide clarification of what is meant by "spine capsule"? Can you describe the appearance of the stratafix when patient was evaluated? What was the location of breakage, initiation or termination end? Did the stratafix symmetric suture pull through the tissue? What is the surgeon opinion of contributing factors to the fluid retention? Was any medical/surgical intervention was performed for this suture event? Can you identify the lot number of stratafix? Are there any product or photos for review of post op suture break/ unravelling?

Event description:
It was reported that the patient underwent a spinal fusion procedure on (B)(6) 2016 and the barbed suture was used to close the spine capsule. One week post-op, at follow-up it was discovered a fluid retention at the surgical site and the patient underwent a re-operation. During the re-operation, the surgeon found that the suture used to close the spine capsule had broken and unraveled. The surgical site was re-closed with another like suture. The patient is current doing well, in good condition. Additional information has been requested.